Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced a recurrent hernia formation and/or rupture and deformation of the mesh itself. On (B)(6) 2015, the patient underwent surgery at another hospital for recurrence of incisional hernia; there were adhesions, which had to be removed along with the mesh. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6)2015 under dr. (B)(6).

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.